Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. No definite signs of use were observed. The inner tray was wrapped in the csr wrap, which was still closed by the sealing tape. This indicates that the kit contents were not handled by the customer. Visual analysis revealed two small cracks in the front corners of the tray. White stress marks were observed on three of the four corners. Although the tray was previously opened, the tray flange had evidence of proper sealing. A device history record review was performed, and no relevant findings were identified. The report of a sterility issue was confirmed through complaint investigation. Visual analysis revealed that the bottom-left and bottom-right corners of the tray were cracked. A device history record review was performed, and no relevant findings were identified. Based on the customer description and the sample received, design caused or contributed to this event. A CAPA was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The head nurse of the anesthesiology department of yueqing people's hospital found that the packaging was damaged.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The head nurse of the anesthesiology department of yueqing people's hospital found that the packaging was damaged.